Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning had been triggered due to high lead impedance in unipolar. The impedance temporarily exceeded 3,000 ohms. There was also a polarity switch due to high thresholds on the lead. The lead was programmed off and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a device check was performed and it was noted that the pacing threshold had improved slightly and that the lead impedance was in the normal range. It was also noted that the pacing rate was low and that the patient's underlying rhythm was sick sinus syndrome (sss). The lead was reprogrammed to unipolar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.